Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed to deliver a pulse. The lst pt to use the monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During servicing, the monitor failed to delivery a pulse. Upon evaluation, the black pulse wire and connector component j4 on the defibrillator board were defective. The black pulse wire runs from component j4 and controls detection and pulse delivery I the therapy electrodes of the belt. The cause for the pulse delivery failure is the defective black pulse wire and component j4. The root cause of the defective pulse wire and component j4 was not positively identified. No adverse event resulted from the defective pulse wire and connector component. The last pt to use this monitor did not report any deficiencies.